Manufacturer narrative:
Concomitant medical products: evolutpro-26-us transcatheter valve implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had been out of the country for a few months without the remote monitor. The patient experienced two spells of dizziness and fainting and wanted to know if the implantable pulse generator (ipg) would have stored those episodes. The ipg remains in use. No further patient complications have been reported as a result of this event.